Event description:
It was reported that balloon rupture occurred. Vascula acess was obtained utlizing an ipsilateral approach. The 90% stenosed target lesion was located in the mildly tortuous and moderately calcified left popliteal artery. After a 6f non-bsc introducer sheath was inserted and a non-bsc guidewire crossed the lesion, pre-dilatation was performed with a 3mm x 40mm x 146cm coyote es balloon catheter. However, during the first inflation at 8 atmospheres for 15 seconds, the balloon ruptured. The device was removed without any issues and a balloon pinhole was noted. Another 3.0mmx30mmx143cm fg coyote nc mr (nc quantum apex) balloon catheter was advanced for dilatation. However, during inflation at 18 atmospheres, the balloon ruptured. A 4mm non-boston scientific balloon was used and completed the procedure. No patient complications were reported and the patient's status was good.